Manufacturer narrative:
(B)(4). Date sent: 1/20/2026. Additional information was requested and the following was obtained: regarding "a hole was found on the staple line", was the staple line interrupted; staples not present/visible on any portion of the staple line? Yes, there was an area near the oral side of the staple line where staples were not formed, and a hole was observed in that region. Could you please clarify if there were any patient consequences? No significant patient consequences were reported. The issue was managed intraoperatively by performing additional resection and re-anastomosis, and the patient¿s condition has remained stable postoperatively. Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? No changes in postoperative care were required. The patient¿s postoperative course has been uneventful and stable.

Manufacturer narrative:
(B)(4). Date sent: 12/15/2025. D4: batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. This is an analysis of a photo submitted to ethicon endo-surgery for evaluation. During the visual analysis, the following was observed: the photo shows a tissue on a table with a circular cut and with some b-formed staples on the tissue. Based on the photo reviewed, the event described could not be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. As part of ethicon endo-surgery quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review an evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information was requested and the following was obtained: there was no bleeding due to this event. The transection location is ra. He patient's condition is stable after the surgery. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that, during a robotic-assisted rectal resection, when the anastomosis site was checked immediately after the anastomosis, a hole was found on the staple line of the oral side, and the malformed staples were confirmed around there. It was handled with additional resection and re-anastomosis. The patient's condition is doing well so far. The physician commented that the anastomosis was performed under slight tension, and there was difficulty in removing the device after firing. He said it was unclear whether the staples malformed during the anastomosis or removal. Additional suture was performed to complete the case no further information is available.